Manufacturer narrative:
Adding additional information in section b5. Correction in section h11, case previously submitted with incorrect complaint ID (B)(4). The correct complaint ID is (B)(4). Cross reference complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
Cross reference MDR: 9610617-2025-00684 and 9610617-2025-00687.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there was dim light during use. Another blade was opened and used with success. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: the product (8404axc - c-mac video laryngoscope mac #3 - serial number (B)(6)) was not returned for investigation. A review of the complaint history revealed that the highest probability a leak in the adhesive on the tip is the cause of the poor light output. The device passed the quality check at the time of delivery. The most likely cause of the described defect is worn of the adhesive on the tip of the c-mac blade, which was caused by wear during use and by the reconditioning process. The wear of the adhesive causes liquid to penetrate the blade, which affects the electronics and results in poor light output. The event is filed undera new internal karl storz complaint ID: (B)(4). The former internal complaint number was (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
During the inspection of the c-mac video laryngoscope mac #3, 8404axc, the following faults were found, which were caused by the user (blade damaged, leak between plug and cover) despite these faults, however, the device was still functional, and the doctor was able to complete the intubation using this c-mac video laryngoscope. The event is filed under internal karl storz complaint ID: (B)(4).